Event description:
It was reported that during patient care on (B)(6) 2015, the autopulse platform did not initially perform compressions. Customer indicated that there was likely an error message but the user did not make a note of the particular error message. Manual CPR was performed when the platform did not perform compressions. Then during patient transport, the autopulse platform began performing compressions. Customer did not provide any information as to any changes that the crew did to get the platform to perform compressions. Patient information was not provided. It is unknown if the patient achieved return of spontaneous circulation (rosc) or what the patient's condition was at the time of arrival to the hospital. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and no physical damages were noted. A review of the platform's archive data was performed and found no anomalies or errors on the reported event date of (B)(6) 2015. However, multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages were noted on (B)(6) 2015. The returned platform underwent initial functional testing using a (B)(6) patient test fixture with no faults or errors exhibited. Load cell characterization testing was performed, which confirmed that both load cells were functioning as intended. In addition, a brake gap inspection was performed and verified that the brake gap was within the specification of 0.008" ±0. 001". There were no mechanical issues identified with the returned platform that may have caused or contributed to the ua 7 messages found during the archive review. Based on the investigation, no parts were identified fo replacement. The platform underwent and passed all final functional testing. In summary, the customer's reported complaint was confirmed during review of the platform's archive data. Customer reported that there was likely an error message but the user did not make a note of the particular message. Review of the archive confirmed that a ua 7 message occurred on (B)(6) 2015, rather than on the reported event date of (B)(6) 2015. Per the autopulse® maintenance guide (p/n (B)(4)), ua 7 is exhibited when the platform detects that the patient is not properly centered. Based on the evaluation of the returned platform, there were no issues identified with the platform that may have caused or contributed to the ua 7 messages. Therefore, the root cause of the ua 7 messages was determined to be patient misalignment.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/07/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.